Event description:
Pt had intravascular cooling catheter in right groin. Dvt (deep vein thrombosis) study was performed and was unable to visualize right groin 2nd to catheter. Catheter d/c (discontinued) the next day. Another dvt study was performed a week later involving the right common femoral clot. Dr writes dvt d/t (due to) cooling catheter. Reporting as an event which may or may not be related to this new catheter.